Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and over delivery. The customer¿s blood glucose was 42 mg/dl at the time of the incident and also had 61 mg/dl, 79 mg/dl. The customer was treated with food. It was reported that they had issues with insulin pump. The customer was using automode during low blood glucose. The customer alleges insulin pump was over delivering based on the bolus settings. Customer stated that the actions prior to the event during a bolus. The insulin pump will not be returned for analysis.